Event description:
Caller alleged that the printer data cable was hot and soft as though melting. Printer was not printing and the data cable was hot to the touch. Customer described it as being "curling iron hot" and that the plastic sheath seems soft as though melting. No one was burned or injured by the cable. Technical services is replacing the data cable. Customer to return the faulty cable.

Manufacturer narrative:
Investigation pending.